Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric procedure, staples fell off. During the endoscopic gastric cancer, after fired with audible feedback, found only cut off the tissue but the staples fell off, did not deploy in the tissue. Suture was used to sew the wound. There were no adverse consequences to the patient.